Event description:
Customer states that on post operating day #4, the pt was noted to be bleeding from the inferior aspect of the abdominal incision. Skin staples were removed and omentum was seen protruding from the incision site. It was noted the surgical knot was intact, however, the remainder of the running stitch had unraveled. Pt was returned to the operating room for repair of the incision and has recovered and returned home.